Manufacturer narrative:
Siemens investigated the impact of etamsylate (also known as ethamsylate, or dicynone®), which is reported to be an interferent in enzymatic creatinine assays. Based on the testing, etamsylate interferes with the dimension vista enzymatic creatinine (ecrea) assay, causing a >10% negative bias, at concentrations less than or equal to 6 mg/dl. Etamsylate is a sulfonic acid drug used as an antihemorrhagic agent. Etamsylate is a hemostatic drug only used outside of the united states. In some countries it is approved only for veterinary use. Etamsylate is currently not available for use in the united states.

Event description:
Siemens investigated the impact of the etamsylate drug on the dimension vista enzymatic creatinine (ecrea) assay. Siemens processed samples at varying concentrations (1.50 mg/dl, 3.00 mg/dl, 4.50 mg/dl, and 6.00 mg/dl) of etamsylate for ecrea, and compared these results with a sample with no etamsylate. Siemens observed that the bias was greatest for the sample with the etamsylate concentration of 6.00 mg/dl. There are no known reports of patient intervention, or adverse health consequences due to the negative bias observed in ecrea results. Etamsylate (dicynone) is not listed as an interfering substance in the dimension enzymatic creatinine (ecrea) instructions for use (IFU).

Manufacturer narrative:
Initial MDR 2517506-2020-00293 was filed 30-sep-2020. Additional information (27-oct-2020) siemens investigation is complete. Siemens will be updating the instructions for use (IFU) for dimension vista enzymatic creatinine (ecrea) to include etamsylate as an interferent. Customers in countries outside the us (where the drug etamsylate may be prescribed) were notified of the interference issue and of siemens' plan to update the IFU. Etamsylate is a hemostatic drug only used outside of the united states. In some countries, it is approved only for veterinary use. Etamsylate is currently not available for use in the united states.